Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a irritation under her left breast. The patient was given a prescription from her doctor for microsofina cream and hydrocortisone cream. The patient's irritation improved after using the creams.